Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-dec-2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of headache ('headache') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced headache (seriousness criterion intervention required), arthralgia ("joint pain"), epistaxis ("nosebleed"), vomiting ("vomiting") and amnesia ("memory loss"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed. At the time of the report, the headache, arthralgia, epistaxis, vomiting and amnesia outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, epistaxis, headache and vomiting with essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 02-dec-2021. The most recent information was received on 09-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of headache ("headache") in an adult female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. An unknown time later she experienced headache (seriousness criterion intervention required), arthralgia ("joint pain"), epistaxis ("nosebleed"), vomiting ("vomiting") and amnesia ("memory loss"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure (ess205) with regard to epistaxis, arthralgia, headache, vomiting or amnesia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-mar-2023: the case will be deleted from bayer pv database. Nullification reason: this case was indentified as duplicate case from the case (B)(4), all information will be transfer to remain case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 02-dec-2021. This spontaneous case was reported by a consumer and describes the occurrence of headache ('headache') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced headache (seriousness criterion intervention required), arthralgia ("joint pain"), epistaxis ("nose bleed"), vomiting ("vomiting") and amnesia ("memory loss"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed. At the time of the report, the headache, arthralgia, epistaxis, vomiting and amnesia outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, epistaxis, headache and vomiting with essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.